Event description:
It was reported that during a supply change call the user experienced a low blood glucose event, reaching a nadir of 67 mg/dl, with the cause unclear. Symptoms included feeling warm, sweaty, shaky, and lightheaded, consistent with hypoglycemia. Outcomes included user self-treatment with oral carbohydrates, specifically cookies and soda, with return to target glucose range and no hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction identified and no device component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.